Manufacturer narrative:
Evaluated one open/used barrel only. Performed visual inspection and found set of o-rings, plunger, stopper-plunger and transfer guard are missing from the barrel. Unable to perform pre-fill and leak test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was leaking out of its bottom. The patient's blood glucose at the time of incident was 321 mg/dl. During troubleshooting there were no splits or cracks found on the barrel. The customer was unable to identify the exact location of the leak. The reservoir will be returned for analysis.